Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received multiple no delivery alarms that caused his settings to be erased. Customer had to go back into the pump to reset all of his settings. Customer stated that he's been getting no delivery alarms for the past 3 months. Customer was also unable to troubleshoot for high blood glucose level of 545 mg/dl since he has a 511 insulin pump.